Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 595 mg/dl with trace urinary ketones. Troubleshooting of the pump was not completed by animas customer technical support because the pump was not available at the time the complaint was reported to animas. This complaint is being reported because the reporter alleged an inaccurate delivery issue with the pump resulting in serious injury to the patient.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump history showed the time/date was running on default setting between (B)(6) 2016. The last basal delivery was on (B)(6) 2016. The total daily doses (tdd) added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).